Event description:
On (B)(6) 2009, the pt reported that while changing her insulin cartridge she noticed that the inside of the cartridge compartment of the infusion device was coated with insulin. She was unsure how much insulin was spilled. No physiological effects were reported. She switched to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.